Event description:
It was reported that during a routine device change-out, short periods of asystole were noticed. The pulse generator did not provide output. The device was removed and the patient was connected to external pacing, the procedure was completed without any further issues.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.